Event description:
Customer reported being unable to test due to "seeing (an) error 7 (message) on the meter screen upon inserting a wet test strip". Customer further reported experiencing symptoms that were described as "felt really dizzy, lightheaded, can't walk by herself", "showing signs of low blood sugar" and experiencing a loss of consciousness. No self-treatment was reported. Paramedics were called, "checked blood glucose" and transported customer to a local health care facility where she was diagnosed with hypoglycemia and treated with "glucose injection". It was further reported that customer was "under observation for a couple of days" and was discharged from a local health care facility on (B)(6) 2013. Customer also noted that she was administered "antibiotic, ear drop, reglan" which were new not previously prescribed medications. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a correction report. The initial MDR (number 2954323-2013-00036) should have been submitted as both an initial and final report as no further investigation is required. Customer used a wet test strip and did not follow label copy. The label copy instructs: "do not use a wet, bent, scratched, or damaged test strip".

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.